Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's right knee was revised due to a dislocated patella. Intra-operatively, the ts insert was observed to be dislodged from the baseplate. Patient was revised to an mrh hinge construct.